Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure horizontal stripes in the image was confirmed, while image does drop sometimes was not confirmed in addition, noisy image with stripes was identified during the device evaluation. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: horizontal stripes in the image and noisy image were due to damage to the charged coupled device (r unit). The most probable cause was traced to a component failure. The most probable cause of image does drop sometimes was not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the video laparoscope displayed horizontal stripes in the image, and the image occasionally dropped. The issue was found during the middle of an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.